Event description:
This rv lead was implanted on (B)(6) 2011, and remains implanted at this time. A product experience report was received on (08/10/2018, stating that threshold on this had increased and pacing inhibition also occurred. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).